Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user repeatedly received notifications to restart the ilet and observed alert 38 indicating a motor stall, including consecutive stalled motor events, despite multiple restarts and a factory reset. Symptoms included no reported adverse clinical effects and blood glucose reportedly unaffected. Outcomes included inability to proceed after rewind and the need for device replacement. Investigation included troubleshooting and education with a dry run of a supply change. Investigation of this case revealed persistent motor stall behavior consistent with a device malfunction affecting the pump motor mechanism. It was concluded that the cause was a device mechanical failure of the motor system.